Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that an asymptomatic pacing dependent patient presented for a routine generator change out procedure. During the procedure it was noted that the pacemaker exhibited loss of output after being subjected to electrocautery and the patient experienced asystole and their escape rhythm came through. The new ventricular lead was quickly placed to maintain rhythm. The device also exhibited radio frequency (rf) lockout. The generator was explanted and replaced. The patient was in stable condition.